Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 270ml and flow rate: 5ml/hr. Procedure: primary c-section. Cathplace: unknown. Procedure date: (B)(6) 2011. It was reported that patient developed a fever four days after the surgery. Patient was at home when the fever occurred and went to the emergency room to get check out. After the treatment, the symptoms dissipated and the patient is currently stable. Pump was filled and infusion started on (B)(6) 2011 and removed on (B)(6) 2011. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: it was reported that the sample was not saved for return. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: it is unknown that the use of device related to infection. Without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint, a follow-up report will be filed.